Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer had low blood glucose of 88 mg/dl and had a seizure prior to the phone call, was confused, disoriented, there had a lot of damage to lower legs and feet, they shattered glass and the television fell on the customer. They lost consciousness. They had two large glasses of orange juice and took two glucose tablets. They were not hospitalized. The drive support cap of was displaced and there were air bubbles on the left side of the reservoir. Later, the customer's blood glucose was 132 mg/dl. Earlier their blood glucose was 64 mg/dl. They checked again, before ending the call, and it was 233 mg/dl. After being advised to discontinue the use of the insulin pump, the customer still used the device and hade more episodes of seizures, lost consciousness, and low blood glucose levels. The customer stated that they had seizures their whole life and were being treated for. Everything was within specification on the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.